Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of dysmenorrhea, endometriosis, bladder repair, herpes nos, chlamydia test positive, surgery (past surgical history is significant for tonsillar surgery, fixation of a left foot fracture from a motor vehicle accident, tubal ligation via laparoscopy in 2014.), gestational diabetes, post coital bleeding, parity 3, multi gravida, pelvic pain female, dysmenorrhea, endometriosis and dyspareunia. The patient had a family history of heart disease, unspecified and lung cancer. On (B)(6) 2017,, she underwent medical device removal (seriousness criterion medically important). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laproscopic bilateral salpingectomies with the removal of essure coils.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: denies history of pelvic inflammatory disease. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.634 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: history: status post essure tubal occlusion device placement, for followup. Findings : fluoroscopic assistance was provided during a hysterosalpingogram. Initial fluoroscopy shows no evidence of abnormality in the pelvis. Two wire essure devices appear appropriately positioned. An oblique view shows normal cornua with appropriate positioning of the occlusion device on the right. Conclusion: apparently successful tubal occlusion. The left tubal device is not extended into the cornu of the uterus. [Pathology test] on (B)(6) 2017: specimen received: uterus, pelvic peritoneum endometriosis. Final pathological diagnosis: uterus, pelvic peritoneal endometriosis (total hysterectomy with peritoneal biopsy): uterine serosa with multifocal endometriosis with focal calcifications, and adhesions. Inactive endometrium. Cervix with focal reactive-appearing atypia. Peritoneal tissue with multifocal endometriosis and calcifications. [Urogram] on (B)(6) 2017: a CT scan demonstrated what appeared to be an intraperitoneal bladder leak on the superior portion of the posterior bladder wall. The ureters on CT pyelogram appeared to be intact quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of dysmenorrhea, endometriosis, bladder repair, herpes nos, chlamydia test positive, surgery (past surgical history is significant for tonsillar surgery, fixation of a left foot fracture from a motor vehicle accident, tubal ligation via laparoscopy in 2014), gestational diabetes, post coital bleeding, parity 3, multi gravida, pelvic pain female, dysmenorrhea, endometriosis and dyspareunia. The patient had a family history of heart disease, unspecified and lung cancer. On (B)(6) 2017, she underwent medical device removal (seriousness criterion medically important). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laproscopic bilateral salpingectomies with the removal of essure coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: denies history of pelvic inflammatory disease. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.634 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: history: status post essure tubal occlusion device placement, for followup. Findings: fluoroscopic assistance was provided during a hysterosalpingogram. Initial fluoroscopy shows no evidence of abnormality in the pelvis. Two wire essure devices appear appropriately positioned. An oblique view shows normal cornua with appropriate positioning of the occlusion device on the right. Conclusion: apparently successful tubal occlusion. The left tubal device is not extended into the cornu of the uterus. [Pathology test] on (B)(6) 2017: specimen received: uterus, pelvic peritoneum endometriosis. Final pathological diagnosis: uterus, pelvic peritoneal endometriosis (total hysterectomy with peritoneal biopsy): uterine serosa with multifocal endometriosis with focal calcifications, and adhesions. Inactive endometrium. Cervix with focal reactive-appearing atypia. Peritoneal tissue with multifocal endometriosis and calcifications. [Urogram] on (B)(6) 2017: a CT scan demonstrated what appeared to be an intraperitoneal bladder leak on the superior portion of the posterior bladder wall. The ureters on CT pyelogram appeared to be intact. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.